Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of extrusion and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was reported to be due to implant "busting out through the scar". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "busting out through the scar." Device has been explanted.